Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Corrected: b6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records included in the legal documentation were reviewed by a health care professional. The review identified that a further operation was performed 10 days later at marien-hospital in siegen due to a hematoma or a questionable infection of the left femur. No detailed documentation is available. Radiographs were not provided. Based on the received legal documentation, the reported event can be confirmed. The patient underwent a left total hip replacement, with two subsequently revisions. Approximately four months after the second revision, a progressive varus deformity developed. After this, the patient was hospitalized for a femoral fracture with varus alignment. Then, an orif was performed using an ncb double plating system. Ten days later, the patient required another surgery due to a hematoma and suspected infection. Timeframes for the onset of hematoma differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Further, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified devices caused any patient infection. Due to limited information and the inability to perform a full evaluation, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D4. The total quantity of screws used has not been reported at this time, additional reports will be submitted accordingly upon the receipt of more specific information. D10. Unknown ncb 18 hole plate item# unknown lot# unknown. Unknown ncb 14 hole plate item# unknown lot# unknown. Unknown screw item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient had an initial left total hip, a revision approximately 4 years later, and second revision approximately 11 years after the first. Approximately, four months post-revision, began to develop worsening varus deformity and was admitted to the hospital for a femoral fracture with a varus deformity. Then, underwent an orif using a ncb double plating system. Subsequently, ten days post-operative, returned for an additional surgery due to a hematoma and questionable infection. Due diligence is in process and further information on the reported event has been provided.